Event description:
Customer reported malfunction alarm without any notable preceding events. Blood glucose level remained within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support in resetting the pump, and the issue did not recur. Customer was advised to continue using the pump and to report if any malfunctions occur again.